Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was unable to establish telemetry with the device. A different radio frequency (rf) programmer head was attempted, and was unable to gain telemetry, as well. The programmer was attempted in a different location and functioned. It was noted that the source of the issue may had been possible noise interference in the initial location. The programmer will not be returned at this time. No patient complications have been reported as a result of this event.